Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore that for a gore-tex suture device a needle-separation during the procedure was observed. No device fragments remained in the patient and the procedure was completed by using a new gore-tex suture device.